Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a person with diabetes (pwd) experienced medication leakage at the hub of the syringe during injections, resulting in the medication not being delivered into the pwd despite confirmation that the needle was securely tightened. There was a patient involvement with no reported harm.